Event description:
On (B)(6) 2013 revision of xia3 was performed because the blocker came off from the screw head. The primary surgery was performed on (B)(6) 2011, trio was used to the posterior spinal fusion. After that on (B)(6) 2012 because of the adjacent segmental diseases, the revision of extension with xia3 was performed. Then it was confirmed that the blocker of xia3 was performed. Then it was confirmed that the blocker of xia3 came off from the screw head. On (B)(6) 2012 screws of trio and 2 angled open connector of xia3 were extracted and 2 closed parallel connector were used.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental.